Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. It was noted that the patient was in chronic atrial fibrillation (af) the clinic stated there was one episode of ventricular tachycardia (vt) noted since last year, however no stored episode of vt. The device had been storing a continuous atrial tachy response (atr) episode for several weeks. Boston scientific technical services (ts) was consulted and explained that the device does not give priority to ventricular events over atrial tachy response (atr) events. Ts also noted that the stored atrs do not show high rv rates in what is visible. No adverse patient effects were reported and the device remains in service. The field representative was unable to obtain any further information.